Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml gablofen at 230.1 mcg/ml via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2016, it was reported that the hcp meant to fill the patient¿s pump with 2000 mcg/ml concentration but instead filled with 1000 mcg/ml concentration. The hcp stated that the concentration was not updated in the physician¿s programmer and was still programmed as 2000 mcg/ml. The hcp noted that the 1000 mcg/ml concentration wouldn t even clear the tubing for a couple of days so the patient was still receiving 2000 mcg/ml concentration. A modified bolus was programmed into the patient¿s pump 3 hours later for a volume of 0.438 ml over a duration of 91 hours and 22 minutes to deliver the remainder of the 2000 mcg/ml. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient did not experience any new symptoms related to the pump being filled with the incorrect concentration. The pump being filled with the incorrect concentration had been resolved as the pump had been reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.